Event description:
On (B)(6) 2011, patient reported the up button on the infusion device was not functioning properly. This was first noticed one week prior to report when patient tried to bolus. He has to hold the up button for a long time for the infusion device to respond. Patient boluses 6 times per day and is unsure how long he has used this infusion device. The up button does pop up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.